Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valve were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant 2.0 could be determined. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection after dismantling of the valves, deposits were found in progav 2.0 and the pedi. Prechamber. Results based on our investigation results, we can determine an accelerated outflow at the shuntassistant 2.0 in the vertical position. At the time of the investigation, we were unable to determine how this functional impairment occurred. When opening shunt assistants, it is only possible to see a small part of the interior. There are areas that cannot be seen during visual inspection. These areas may contain organic deposits that can impair function. Furthermore, we can see deposits in the progav 2.0 and in the pediatric prechamber. The deposits did not affect the technical properties at the time of the examination. The products complied with their specifications. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. Based on our investigation results, we cannot determine any functional deviations or other abnormalities in the peritoneal catheter. The product is working within the specification. The investigation of the return shipment is completed with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory action is required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx597t) was implanted. According to the complainant, the shunt system caused an underdrainage/blockage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.